Event description:
It was reported that the user experienced prolonged high glucose after a meal while using the ilet with an inset 23-inch infusion set on the abdomen and a libre 3+ cgm; the user performed a supply change without finding issues and glucose subsequently declined into range, with the user speculating scar tissue as a possible factor. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a device problem or a specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.